Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was reported that the ventricular channel set screw of the pacemaker could not be tightened. The pacemaker was not used, and the procedure was abandoned. The patient was in stable condition.

Manufacturer narrative:
The reported event of the physician could not tighten the rv-setscrew was confirmed. Analysis revealed that the v-setscrew was completely stripped by the user/physician. The user was incorrectly inserting the torque wrench into the setscrew inset resulting in the stripping of the inset. Once stripped, the setscrew could no longer be tightened. The a-setscrew was also stripped from incorrect wrench insertions. The problems were caused by incorrect use of the torque wrench by the user/physician.

Manufacturer narrative:
Correction: section h6. Investigation conclusions should have been ¿61 unintended use error caused or contributed to event ¿rather than ¿67 no problem detected¿.